Event description:
In a total urinary bladder resection procedure, the fourth firing of a plcr75b reload via a plc75 stapler failed to accomplish tissue transection and yielded unformed and malformed staples. The issue was subsequently rectified by the use of scissors and sutures to cut and sew the tissue.

Manufacturer narrative:
Patient's age and weight are not known. (B) (4). Owing to the fact that the patient had an infectious disease the device was not returned for evaluation, and an investigation could not be performed. (B) (4): device was not returned to manufacturer.